Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with naked eye noted a hole in the rf seal of the bag. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing failed due to a leak through the hole at rf seal. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) effluent sample bags were leaking. The leaks were observed during an unspecified process step. The patient stated that the leaks were located on the bags where the ports are attached. There was no report of patient injury or medical intervention associated with this event. No additional information is available.